Event description:
Customer reported a failure of batteries depleted. Customer reported there were no patient injuries associated with this report and there were patient injuries associated with this report customer did not have information whether incident occurred during patient infusion.